Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a heart transplant as a result of a matching donor heart becoming available. It was noted that the patient experienced several episodes of hemolysis in the past and all were treated and resolved. The explant was not related to the episodes of hemolysis.